Event description:
The hcp reported that the pump was explanted due to infection. Following replacement of pump, the patient developed a seroma with drainage. The drainage was cultured and gram negative organisms were isolated. The pump was removed and the patient was placed on antibiotics. The patient is doing well on oral baclofen and six weeks of antibiotics.